Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip at the grip base. A piece approximately 15.35mm x 4.72mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection found the conductor wire was also broken. Additional observation related to customer reported complaint: the instrument was found to have a broken bipolar conductor wire at the distal end. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The complaint was confirmed by failure analysis. The probable root cause of a broken grip tip is attributed to use conditions.

Event description:
It was reported that the force bipolar was defective but not additional information was provided. There was no report of patient involvement or no reported injury.